Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as "patient has not often washed hands and worn mask recently". The peritonitis was manifested by turbid effluent. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotics (dose, route, duration and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow-up.